Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed the device had holes in the hose and would not lock cutter. Therefore, the pre-test could not be completed. It was determined that the holes in the hose by the muffler were due to pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was determined that the cutter would not lock due to a damaged locking mechanism. The assignable root cause was determined to be due to misuse, abuse, and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was overheating. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.